Event description:
It was reported that (1) hp053 was used during an unknown procedure. It was reported by the rep that the handpiece was not working. It is unknown how the case was completed. There was no consequence to pt.